Event description:
It was reported to medtronic neurosurgery that the lumbar catheter had ruptured. According to the report, shunt revision procedure was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.